Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer did not receive request to rewind the insulin pump. Customer reported that the alarm was not occurred after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 23 noted during testing. (B)(4).